Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter which resulted in the pump shutting down. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.